Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a tka that took place on (B)(6) 2022, where a fast fix was used; the patient experienced onset left knee pain and swelling without preceding. The MRI showed a nicely repaired meniscus but suggested that there was some graft laxity. The issue was treated with medication; specifically anti-inflammatories and the use of a tubigrip. The event outcome was resolved with sequelae. As the issue was noticed after a procedure, there was no delay. No further complications were reported.

Manufacturer narrative:
Correction: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Pain treated with conservative and non-invasive treatment like anti-inflammatories and tubigrip is not considered an intervention to preclude a serious injury. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.